Event description:
It has been reported to philips that the device did not start. There was no harm reported. The system was in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and replaced the pdu fantray and dcps which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) cardiac arrhythmia procedure which was aborted. A philips field service engineer (fse) went onsite and confirmed that the system had no power, preventing it from being turned on. The system logfiles were checked and troubleshooting found that the issue with the power hardware (pdu (power distribution unit) fan tray and dcps (direct current power supply) which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the power supply and confirmed the 24v power supply was root cause of the issue. Following the replacement of the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.